Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use laser fiber was used during a right ureteroscopy procedure in the right ureter performed on an unknown date. Reportedly, the laser unit used was auriga qi 30 watt console. According to the complainant, during the procedure, the laser fiber body broke at the junction with the laser unit outside the patient. Reportedly, the fiber broke because it was twisted at the console. The broken fiber was removed from the patient and the procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable laser fiber was used during a right ureteroscopy procedure in the right ureter performed on an unknown date. Reportedly, the laser unit used was auriga qi 30 watt console. According to the complainant, during the procedure, the laser fiber body broke at the junction with the laser unit outside the patient. Reportedly, the fiber broke because it was twisted at the console. The broken fiber was removed from the patient and the procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received 25jun2018: the laser unit used was auriga qi 30 watt console with laser settings of 2000 mj and 6 frq. The complainant confirmed there were no reported patient complications.